Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to the receipt of ppf and medical records. Ppf has no new allegation. After review of medical records, patient was revised to address failed left total hip replacement with recurrent instability. During surgery, they noted a substantial synovitis and a scar tissue surrounding the acetabular component. These were then removed, and a minimal bone loss was seen. There were also findings of debris along the area where the previous screws were implanted. A metal stained, large effusion in the capsule was also noted. After viewing the x-ray results, they have confirmed that there was no evidence of dislocation, as well as impingement. Added cup and screws due to stated allegations. Account name, facility name and patient harms were also added. Corrected patient identifier. Doi: (B)(6) 2008, (cup and screws). Doi: (B)(6) 2014 (head and liner). Dor: (B)(6) 2015, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the joint laxity and synovitis investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.